Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It has been reported that the bd¿ 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: it was reported that after advancing the catheter, the white button failed to retract the needle. Per complaint description: after successfully inserting a 20 gauge IV and advancing the catheter, the white button did not function to retract the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: it was reported that after advancing the catheter, the white button failed to retract the needle. Per complaint description: after successfully inserting a 20 gauge IV and advancing the catheter, the white button did not function to retract the needle.